Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9621-25t batch number 022136 was received for investigation. Visual evaluation found that the threaded tip was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage of the device. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip sheared off. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, when the hex driver tip sheared off while screwing in the peripheral screw. The center of the ar-9621-25t 25mm tap had a tiny piece break off inside the glenoid when tapping. The tiny metal piece that broke off in the glenoid was left there.